Event description:
The customer reported that the external paddle set was damaged and a replacement was needed. It is unknown how the paddles were damaged. There is no indication of patient involvement.